Event description:
A customer contacted a baxter technical service representative (tsr) regarding a home patient (hp) that brought a homechoice (hc) to the rn because she felt overfilled during her last hc therapy in 2007. The hp manually drained out 2700ml. The hp's last therapy readings are as follows: hp has lfv=500ml and ID= 21 ml, fv=4002 and dv=1910, tuf= -2092, before she ended therapy in fill 2. Dialysis continued via manual exchanges. The hp's program parameters are as follows: therapy:ccpd, tv: 8500, tt: 9:00, fv: 2000, lfv: 500, dex: s. Initial drain alarm set point: 0, minimum drain volume percentage, if known: 85%. There was no manual therapy prior to the start of apd therapy. Tsr explained what the initial drain alarm setting was and after only draining 21ml in initial drain that the hp had 479ml left when she went to fill one of 2000ml. After a drain of 1910ml in drain 1, that potentially leaves 569ml and then filling with 2000ml putting the hp at approximately 2600ml when she stopped the therapy to perform a manual drain. No bypasses and no alarms were encountered in the event logs. Hp has not used the hc since that day, she has been doing manual exchanges. Cause has been identified as an initial drain alarm set at 0ml and has been resolved by the rn resetting the initial drain alarm to 425ml.

Manufacturer narrative:
The rn followed up with the home patient, and the home patient did not want to swap out the device for an evaluation.